Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins never helped with their bladder or bowel control. As a result, the patient's surgeon decided to put in a suprapubic catheter probably a year after the ins was implanted. The patient said the suprapubic catheter works great and they don't wet themselves all the time. The patient mentioned that they had a spinal cord injury that affected their bladder and bowel control. The patient said their spinal cord injury and legs were getting worse with pain which resulted in less mobility, so their neurologist was wanting to do an MRI of the patient's spinal cord. The patient was told they needed a patient programmer to turn off the ins before the MRI, but the patient lost their patient programmer years ago. The agent reviewed that the patient's MRI eligibility would be limited to their head/brain. The agent also reviewed that the ins battery likely reached its end of service (eos) due to implant date being over 10 years ago, and that the patient would need to have an MRI eligibility form filled out by a managing healthcare provider (hcp) should they require an MRI of their head/brain. The patient asked if the ins and lead could be explanted. The patient was redirected to their healthcare provider to discuss.

Manufacturer narrative:
Continuation of d10: product ID 3093-28 lot# va0kpxs serial# implanted: (B)(6) 2014. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 10-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.